Event description:
The facility's o.r. Materials manager informed the manufacturer's (MFR) sales rep of the following: the introducer hung up and kinked in the subcutaneous tissue on the dilator. The introducer/dilator is not available to be returned to the MFR for analysis. No further details were provided.